Manufacturer narrative:
(B)(4)

Event description:
It was reported that a non-dependent patient presented for a routine follow-up. Interrogation revealed inadequate rv lead capture threshold. During the lead repositioning deployment of the helix was not possible. The attempts to puncture the lead were not successful. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.